Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported that the catheter ruptured. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00059.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).